Manufacturer narrative:
Patient identifier was unavailable from the site. A medtronic representative went to the site to test the equipment. The mechanical, imaging, and safety passed the system checkout. The system was found to be fully functional and the reported event could not be replicated. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a spine surgery the mobile view station (mvs) would unexpectedly power off. The green line power light was on but the orange system light was off. Plugged the imaging system into an or outlet instead of the or boom system and rebooted the imaging system 3 times. The mvs would still continue to power off unexpectedly. The mvs was black status, no beeping heard, and no error messages received. Brought in a c-arm to complete the surgery. Delay to surgery was approximately 30 minutes. There was no impact to the outcome of the patient.